Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax which required chest tube placement. The target lesion was a pleural-based lesion. The physician was able to get a sufficient sample and make a diagnosis. The physician reported that the pneumothorax may have happened due to the endobronchial ultrasound (ebus) part of the procedure. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details had been received as of the date of this report.

Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. System logs were not available for review.